Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer via telephone to address the reported event. Fse ordered a new sampling needle assembly for the customer to replace upon receipt. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 5- maintenance procedures, was reviewed. The g8 operator's manual indicates that: 5.10 sampling needle replacement; replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a bent sampling needle assembly.

Event description:
It was reported that the sampling needle assembly for the g8 analyzer was bent. The analyzer was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.